Event description:
When the catheter was connected to the cable, there was no image showing. The catheter was removed and a new catheter was inserted. The new catheter was working fine with display image. The procedure was completed successfully, and there was no injury to the patient.